Event description:
It was reported that the customer noticed her insulin pump shut off. Customer did not have batteries at the time, treated herself with a manual injection. When customer replaced batteries, insulin pump was displaying battery out limit. Customer cleared the alarm, then an a39 came out customer cleared this alarm as well, then an off no power came out. Customer's insulin pump was going back and forth between a39 and off no power. Customer stated the insulin pump alarmed after battery change, and was alarming at the time of the call. The blood glucose reading was 188mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.